Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that after installing the fiber optic cable, no light is being detected from the precision light source.